Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4). The result in the meter memory at 10:54 a.m. Was 1.9 inr. The patient states this is not his result. The patient had attempted to test 3 times and received error 5 each time. Error 5 is related to an issue applying blood to the test strip. The patient used the same finger for all 3 tests. It is not clear when the 1.9 inr result was obtained in relation to the error 5 messages or if the patient used a new finger for the result of 1.9 inr in the meter memory. Product labeling states: "if you need to redo a test, use a new lancet, a new test strip, and a different finger." The result at 11:15 a.m. Using a new finger was 2.4 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.